Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Pre-supposing that positioning accuracy for drilling was confirmed by pre-operative check performed, which is required per IFU, it was concluded that the event was mainly based in the medical procedure. Based on details available ¿it was later observed that the device was bent¿ and due to the fact, nothing was reported after the last reprocessing and/or during the time of required functional check prior surgery and thus, it could not be excluded that the alleged event is most likely caused due to a sub-optimal intraoperative procedure and has to be classified as user-customer-user error. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case. H3 other text : device disposition unknown.

Event description:
It was reported that during a case the targeting arm did not hit the hole in the nail upon first attempt and the surgeon had to retry several times and drill unnecessary holes resulting in a surgical delay of approx 30 min. The case was completed successfully; no hardware was left in the patient and a second surgery is not required. It was later observed that the device was bent.

Event description:
It was reported that during a case the targeting arm did not hit the hole in the nail upon first attempt and the surgeon had to retry several times and drill unnecessary holes resulting in a surgical delay of approx 30 min. The case was completed successfully; no hardware was left in the patient and a second surgery is not required. It was later observed that the device was bent.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.